Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure, it was reported the marker bands could not be seen on angiography upon advancing the catheter inside the patient. The catheter was removed from the patient.

Manufacturer narrative:
The catheter was returned for investigation and the tubing material at the broken end of the distal tip exhibited jagged edges, necking and stretching which indicates that catheter was broken when pulled with forces exceeding the tensile strength of the tubing material. The returned catheter segment was measured to be approximately 171.5 cm from the hub. Approximately 1.5 cm of the distal tip and marker band were found missing from the catheter. Requests were made regarding the missing segment but with no correspondence. Per the IFU (instruction for use): shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter. All catheters are 100% inspected for damage and irregularities prior to packaging. (B)(4).